Event description:
Facility technician reported one incident of a patient experiencing respiratory distress while being dialyzed on a psn 210 dialyzer. No further incident detail is available at this time.